Event description:
It was reported that the neptune rover had a volume sensor error. This resulted in a 2 hour delay. There was no patient or user injury as a result of this event.

Manufacturer narrative:
The field service technician found that the rover had a volume sensor error because the unit needed to be re-docked. The unit was docked and returned to service.